Event description:
During a coronary stent procedure involving a 90% stenotic lesion in the middle portion of the rca, the shaft of the catheter broke during advancement. The catheter was removed without incident. No pt injuries or complications were reported.